Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a hole in the device. No additional information was reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a hole in the device. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested; however, no abnormalities were identified. The pump component was visually inspected, not identifying any anomalies or leaks. Upon functional testing, the pump was found to perform within specification. Based on the information available and analysis results, the reported clinical observations could not be confirmed. A conclusion code of no problem detected was assigned to this investigation.